Event description:
Hcp reported pt presented with symptoms of withdrawal including vomiting, diaphoresis, and loss of consciousness. A rotor study performed in 2004 showed "rotor failed to move x2." In 2004, the pump medication was changed. The pump was explanted and replaced in 2004. Upon explant the expected reservoir volume was 6cc and the actual reservoir volume was 17cc. The pump was returned to the manufacturer for analysis. The pt is reported to now have excellent pain relief with new pump.